Event description:
It was reported that the normothermia patient was on the arctic sun device. The nurse switched the arctic sun power cord from bed to wall and now the device was alarming that it needed water. Patient temperature was 37.6c and target temperature was 37c. Mss walked the nurse through stopping and emptying the arctic gel pads. Reservoir level was 5 bars. Mss walked the nurse through disconnecting the pads, filling the reservoir, reconnected the pads and restarted the therapy. Flow rate settled at 2.5lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there is no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the normothermia patient was on the arctic sun device. The nurse switched the arctic sun power cord from bed to wall and now the device was alarming that it needed water. Patient temperature was 37.6c and target temperature was 37c. Mss walked the nurse through stopping and emptying the arctic gel pads. Reservoir level was 5 bars. Mss walked the nurse through disconnecting the pads, filling the reservoir, reconnected the pads and restarted the therapy. Flow rate settled at 2.5lpm.